Event description:
Patient placed on ventilator after suffering a cva, ventilator malfunctioned. Patient required bagging until a new ventilator could be provided. Patient's condition deteriorated due to his disease, became brain dead and expired within 3 days. Patient's prognosis on admission was poor.